Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint: (B)(4).

Event description:
It was reported by the patient on maude event report # mw5069746 that the physician performed a novasure endometrial ablation sometime in the year 2005. On (B)(6) 2010, the patient started having pain and abdomen pain and swelling as well as mood swings. Sometime in the year 2017 the patient was diagnosed with scar tissue causing menstrual blood to back up in her tubes. It is unknown if intervention was required. No other information provided.